Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value, the buttons were not responding and not receiving insulin. Customer's blood glucose value was 525mg/dl. Customer also stated about blank display but it returned after inserting new battery. Insulin pump will not be returned for analysis.